Manufacturer narrative:
The actual date of event is unknown a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. No product will be returned.

Event description:
It was reported that the customer had a revived with no note which was resolved with try new keyboard to see if error went away. When replaced keyboard error went way battery is low machine continuously beep due to battery being low will let charge. There was no patient involvement.